Event description:
It was reported that cgm displayed error message 42 during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, did not experience recurring cgm error, and successfully started new sensor session; no additional information was received regarding further outcomes.